Manufacturer narrative:
The 3003721894-2017-00554 is associated with argus case (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as super poligrip in the us.

Event description:
Death [death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of death in a (B)(6)-year-old female patient who received double salt dental adhesive cream (ultra corega flavor free) cream for drug use for unknown indication. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The patient died in 2017. The reported cause of death was death. It was unknown if the reporter considered the death to be related to ultra corega flavor free. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patients weight and height not reported who used to use ultra corega flavor free (batch number, expiration date, indication and route of administration not reported). The report mentioned that on (B)(6) 2017 call center representative tried to contact the patient through phone call and the family informed that the patient died 60 days ago. The causality was not reported by the family. The action taken was reported as n/a because the patient died. The outcome was reported as fatal, but the patient´s family did not provide additional information related to the event.